Event description:
The device was used during a lar procedure. Reportedly, the anvil did not tilt and the device was difficult to open. The surgeon performed a colostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.